Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to replicate the reported complaint. Fse replaced the integrated electro surgical unit (iesu) as a precaution. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported complaint. The unit energized, cauterized, and all ports recognized instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the erbe generator was randomly beeping. The surgeon elected to convert to an open surgery without troubleshooting with intuitive surgical, inc. (Isi) technical support engineer (tse). Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the open surgery was completed successfully with no injury to the patient.